Event description:
The customer returned this shaver handpiece with the report that it is making noise during use. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for investigation and the reported problem of running noisy was confirmed and found related to grinding of the motor and gearbox. Further investigation found the handpiece has the potential to operate on its own, related to a detached wire in the cable. The cause of this detached wire was unable to be determined. Conmed linvatec will continue to monitor this product for failures. The customer did not report this problem, it was found during testing and eval.